Event description:
The patient underwent a fusion of the cervical spine that required fixation with plate and screws. A post operative x-ray was obtained and it was found that there was evidence of screw back out. There is no data showing that the patient has been or will be having revision surgery at any time.